Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the customer's report of no power up was not replicated or confirmed. The device was put through extensive testing including a complete calibration and outgoing system testing without duplicating the report. An internal inspection found no discrepancies. The customer's report of compressor failure-1001 was observed during review of the device data logs. The smart pneumatic module board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor error - 1001" message and will not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an unknown "compressor error" message and will not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.